Event description:
New information received noted that the right atrial (ra) lead exhibited oversensing of electromagnetic interference (emi) resulting in mode switch.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited myopotential oversensing and electromagnetic interference (emi) possibly due to myopotential interference or potential lead integrity issue. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.